Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on an unknown date. According to the complainant, the device had defects and failed around (B)(6), 2011 (exact date unknown). The exact details of the defects and how the device failed are unknown. All other information is unknown and reportedly unavailable.